Manufacturer narrative:
One cadd solis vip pumps - 2120 was returned for analysis with a damaged lens. The device was tested by the power up process. The reported issue was confirmed. The software was found to be blank due to a possible interruption in the upgrade process.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 44000. There were no patient involved.